Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The adjustable pressure limiting valve was replaced and the unit was returned to service. There is no patient information available. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was over delivering pressure. There was no report of patient injury.